Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a closure complication. The exact root cause was unable to be determined. The likely cause could be related to not enough tension on the suture and under compaction of the collagen resulting in the alleged outcome. The device history record (DHR) was unable to be reviewed. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal anchor was not firmly attached to the vessel wall. On the morning of the following day of the procedure, an echo of the puncture site revealed that the anchor was not firmly attached to the vessel wall. The echo was performed on the next day of the use of the device, but it is unclear whether it was due to the patient's complaint of discomfort or not. There was no reported blood loss. It is unknown if there is any health damage to the patient. The procedure before deploying the device was permanent pace-maker implantation (ppi). The event occurred post-operative. No concomitant devices were used with the involved device. Additional information was received on 14 dec 2023: an echo was performed due to redness and swelling at the puncture site. There was a finding that the anchor did not appear to be firmly attached to the vessel. Manual compression was then applied, and the symptoms improved while the patient was monitored. The reported event resulted in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. H4: device manufacture date: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a closure complication. The exact root cause was unable to be determined. The likely cause could be related to not enough tension on the suture and under compaction of the collagen resulting in the alleged outcome. The device history record (DHR) was unable to be reviewed. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).